Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The functional tests could not be performed due to the display anomaly. The insulin pump had a broken case at the end cap area, missing display window, cracked case at the display window corner and a cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 393mg/dl. Customer reported that their insulin pump was put in a magnetic case. Customer declined completing troubleshooting. No additional information was provided.